Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a full power on reset (por) and loss of wireless telemetry. The clinician noted they were able to successfully reprogram the device to pre-por settings and all lead measurements and device testing appeared normal. It was noted the por occurred at the same time a shock was delivered for an episode of ventricular tac hycardia (vt). It was added the patient had gone into vt and the device delivered appropriate therapy and the vt broke on the fifth shock to the patient. Upon x-ray, it was suspected the right ventricular (rv) lead may have fractured. The device was explanted and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.